Event description:
It was reported that the device was explanted after implant duration of approximately 125.6 months, due to aortic stenosis. Per the operative report: "there was constriction and calcification of the non-coronary leaflet with restricted motion and resulting in this patient's aortic regurgitation. Valve was resected from its annulus. The annulus was debrided. The annulus was sized and a 21mm bioprosthesis used to replace the previous 21mm bioprosthesis." Reportedly, the patient was transferred to the cardiovascular surgical intensive care unit in stable condition. It was additionally learned that this patient has expired. The patient also had another device implanted.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. A device history record review is currently in process. Device not returned.